Event description:
It was reported that the insulin pump alarmed no delivery excessively. The blood glucose reading was 7.2 mmol/l. The caller stated that insulin did exit from the cannula when pushing the reservoir manually with a plunger. Advised that the issue seemed to be a possible insertion site problem. The caller disagreed and requested replacement of the insulin pump due to dissatisfaction. Advised that the customer may need to discuss using a different type of infusion set with a doctor if the issue persists. Agreed that the device would be replaced. Nothing further reported.

Manufacturer narrative:
No unexpected excessive no delivery alarms noted. Insulin pump passed displacement test rewind test and basic occlusion test. Unable to prime during prime test due to faulty force sensor. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.